Manufacturer narrative:
Additional information was received on 04-jan-2026. The cause could not be determined, but because the patient's left atrial anatomy was complex and determination of the transseptal puncture site was difficult, the injury may have occurred during the puncture. The outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital. The patient required extended hospitalization because the patient was observed in the intensive care unit following the drainage procedure. The energy source used when the adverse event occurred was rf. The procedural act during procedure was target of 300 seconds. One catheter was used for each for the catheters exchanged. One transseptal puncture site was performed during the procedure. No ablations were performed outside the pulmonary veins. No relevant tests/laboratory data or other relevant history/preexisting condition was reported. Therefore, checked b2. Is hospitalization initial/prolonged field and updated h6. Health effect - impact code field from "recognised device or procedural complication (f15)" to "hospitalization or prolonged hospitalization (f08)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 27-jan-2026, noted a corrections to the 3500a follow-up #1. Under g3. Date received by manufacturer was processed as 05-jan-2026 and should have been 04-jan-2026. In h11. Additional manufacturer narrative included, "checked b2. Is hospitalization initial/prolonged field"; however, in error did not check. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an af cardiac ablation procedure with a qdot micro catheter and suffered a cardiac tamponade which required drainage. The patient who underwent ablation with the qdot micro catheter for af procedure developed ventricular tachycardia on the following day, and transthoracic echocardiography showed pericardial effusion/tamponade, and emergency drainage was performed. The patient received care in the high care unit (hcu). The physician assessment of the health problem was serious. The physician's opinions on the relationship between the event and the product was although speculative, the left atrium had a complex anatomy, and the brockenbrough approach site was difficult; the physician suggested it was possible that injury occurred during that maneuver. No prolongation of hospital stay. The contact force (cf) monitoring methods used were real time graph, dashboard, vector, and visitag. The coloring setting of visitag was tag index. The additional filter for visitag used was fot. No abnormalities were observed prior/during use of the product. Additional information was received. The energy source used when the adverse event occurred was radio frequency (rf). Type of delivered energy was rf for each group of performed ablations.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31698634l and no internal action related to the complaint was found during the review. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).